Event description:
Customer reportedly obtained a result of 331mg/dl on advantage system 1 and 117mg/dl on advantage system 2 within 10 minutes. An additional comparison reports results of 120mg/dl on advantage system 1 and 358mg/dl on advantage system 2 within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 2. Reference medwatch with a1 for suspect device in advantage system 1.